Manufacturer narrative:
Additional health effect impact code: f15. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reports calcifications. The device has been explanted.

Event description:
Healthcare professional reported for left side "pain", "alteration of shape", "breast hardening", "capsular contracture grade IV", "lobular prosthesis", "radial folds", "MRI was not performed because patient has panic syndrome ". "Panic syndrome" is not related to the device. The device remains implanted. Healthcare professional reported "the patient had pressure peaks of 22x11". Healthcare professional reported "arterial hypertension" which is not related to the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV

Event description:
Healthcare professional reported for left side "pain", "alteration of shape", "breast hardening", "capsular contracture grade IV", "lobular prosthesis", "radial folds", "MRI was not performed because patient has panic syndrome ". "Panic syndrome" is not related to the device. The device remains implanted.